Event description:
Palm of hand suddenly felt very hot - skin [skin warm]. Interior of our electric toothbrush started to burn / caught on fire - oral-b [device catching fire]. Manufacturing issue - oral-b [manufacturing issue]. Case narrative: male consumer reported via e-mail that while brushing his teeth with an oral-b electric toothbrush, the palm of his hand suddenly felt very hot. They then discovered that the interior of the oral-b electric toothbrush started to burn and caught on fire. No serious injury was reported. 20-mar-2023 follow up via e-mail: the consumer reported that the oral-b toothbrush was extinguished with water. No serious injury was reported. 20-mar-2023 follow up via images: the suspect product was oral-b power rechargeable toothbrush handle 3765. The suspect product lot was bb608021940. No serious injury was reported.

Manufacturer narrative:
21-jun-2023 product investigation results: manufacturing issue was investigated. Corrective action is in place.

Manufacturer narrative:
Product return was requested, but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Palm of hand suddenly felt very hot. [Skin warm]. Interior of our electric toothbrush started to burn / caught on fire. Oral-b [device catching fire]. Case narrative: male consumer reported via e-mail that while brushing his teeth with an oral-b electric toothbrush, the palm of his hand suddenly felt very hot. They then discovered that the interior of the oral-b electric toothbrush started to burn and caught on fire. No serious injury was reported. On 20-mar-2023, follow up via e-mail: the consumer reported that the oral-b toothbrush was extinguished with water. No serious injury was reported. On 20-mar-2023 follow up via images: the suspect product was oral-b power rechargeable toothbrush handle 3765. The suspect product lot was bb608021940. No serious injury was reported.